Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had batteries that would not charge, although the unit was connected to the wall power. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: (4117/213): at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.